Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a rupture on the surface of the tip area. The temperature and impedance test was performed, and a high electrode impedance was displayed. The rupture at the pebax could be related to the issue found and the issue reported by de customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 31004518l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn, and the tip electrode inspected for coagulum before rf energy is reapplied. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot-micro, bi-directional, d-d curve, c3, split handle and post-procedure the bwi product analysis lab identified a rupture on the surface of the tip. During the procedure, the temperature was not displayed. This was noticed after the medical team inserted the qdot-micro into the intracardiac area. Catheter was replaced but the issue continued. After repeated reconnection of the tx eco cable it was restored. The ablation never continued beyond the temperature cut-off value. The ablation was able to be stopped with the stop button or foot pedal release. The procedure was completed without patient's consequence.